Event description:
It was reported that pump malfunction occurred after pump was dropped and displayed malfunction code, which customer confirmed as resettable. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received pump reset instructions, successfully reset pump without recurrence of malfunction, and was advised to continue using pump.